Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to "pump issues". During the report, the customer stated that during the hospitalization, the pump was not used for insulin therapy, instead manual injections were used for insulin therapy. The customer was unable to clearly communicate the issue as they could not recall all of the details due to suffering from alzheimer's and dementia. The reported event could not be confirmed and no additional information was provided by the customer.